Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. Therefore, the investigation is confirmed for difficult to remove, fracture, failure to advance and unraveled guidewire issue . Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 5833730 dialysis catheter allegedly experienced difficult to remove, failure to advance, stretched and fracture. The information was received from a single source. One patient was involved with no reported patient injury. The patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the product code msd was determined to be ineligible for summary reporting and was submitted by mistake. The event is captured on MDR number 3006260740-2021-80023. H10: g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 5833730 dialysis catheter allegedly experienced difficult to remove, failure to advance, stretched and fracture.the information was received from a single source. One patient was involved with no reported patient injury. The patient age, weight, and gender were not provided.